Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'upstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported problem, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.